Event description:
The end of the basket detached itself during the intervention and it could not be found inside the patient. Although requested, no additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.